Event description:
The manufacturer received information alleging a ventilator did not meet the acceptance criteria for a cosmetic issue. The enclosure was misaligned. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log contained a critical error indicating the device may not alarm if all power sources failed. The alleged enclosure issue was not confirmed. The customer did not want any repairs performed on the device. The device was tested and passed all tests. The device will be returned to the customer unrepaired.